Manufacturer narrative:
Gehc recommended replacement of the base and casters. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws

Event description:
The hospital reported that one of the casters was not working as expected. There was no report of patient involvement.